Event description:
It was reported "the catheter is stuck in the sheath group and cannot be removed". Additional informaiton states that the catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4)

Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within original packaging tray/carton. Upon return, the teflon sheath was noted on the iabc bladder membrane covering the iabc distal tip. Buckling was noted on the teflon sheath extrusion. The one-way valve was tethered to the short driveline tubing. The visible section of the bladder was fully unwrapped. No visible bends or kinks were noted to the returned sample. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the one-way valve. While maintaining the vacuum, the teflon sheath was at-tempted to be moved towards the iabc bifurcate. Initially, the sheath did not move towards the bi-furcate due to the unwrapped bladder. The sheath was able to be removed entirely from the iabc using force. Upon removal of the sheath, no visual damage or abnormalities were noted to the iabc bladder. No blood was noted within the bladder/helium pathway. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, a leak site consistent with contact from a sharp object was noted at approximately 24.7cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "catheter is stuck in the sheath" is confirmed. During the investigation, a puncture consistent with contact from a sharp object, was found the on the iabc bladder. The damaged bladder can allow the bladder to prematurely unwrap prior to the insertion and could cause the catheter to get stuck in the sheath. No other leaks or damage was noted to the iabc. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The prob-able root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the catheter is stuck in the sheath group and cannot be removed". Additional information states that the catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".